Manufacturer narrative:
It was reported that the error, "auto-zeroing of machine and proximal pressure transducers in post failed", had occurred. The remote service engineer (rse) advised the customer to replace the data acquisition (da) to motor controller (mc) cable as a precaution and perform additional tests. The customer replaced the da to mc cable to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "auto-zeroing of machine and proximal pressure transducers in post failed", had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the error, "auto-zeroing of machine and proximal pressure transducers in post failed", had occurred. The remote service engineer (rse) advised the customer to replace the data acquisition (da) to motor controller (mc) cable as a precaution and perform additional tests. The investigation is ongoing.